Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the implantable cardioverter defibrillator exhibited crosstalk in the right ventricular channel that could not be resolved. The device was not used and was replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.